Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and degen disc disease/herniated disc pain. The healthcare provider reported that a motor stall was seen at initial interrogation. The patient recently had an MRI. Per the healthcare provider the motor stall recovery log did not show up until today (B)(6) 2016 and the MRI was on (B)(6) 2016. It was confirmed the pump had not been read since MRI. The healthcare provider stated that their office was not aware of the MRI and someone from the MRI center had contacted the manufacturer and the patient thought they were told it was fine for them to wait until today to have the pump read. It was stated that interrogation resulted in recovery that was seen in the log. The patient did experience nausea however the healthcare provider indicated that she had no idea if that started around the time of the MRI or was occurring previously. Additional information received from the healthcare provider reported no patient symptoms noted when asked when the patient first started to experience the nausea. Troubleshooting included upon interrogation, pump was alarming. The company representative was notified and the logs were retrieved. The logs and reports were read to the representative who reported the pump had restarted. Actions and interventions were stated as patient had no symptoms, the pump was interrogated, no further action. The motor stall and nausea were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.